Event description:
Product was returned as an implant failure after 4 months. Based on the report, the patient had no medical history, oral hygiene was described as good, and bone condition was described as good. Surgery was traditional 2 stage on tooth #30. The doctor indicated that the implant was removed due to bone condition.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. See scanned pages.